Event description:
Reportedly, on (B)(6) 2019, the patient was admitted with a complete heart block without evidence of pacing spikes. The device could not be interrogated. It was decided to explant the subject pacemaker, implanted on (B)(6) 2011. During the re-intervention, it was observed that the connector block of the device was detached from the pulse generator.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190802 - file-2019-00880 - analysis_and_closure_report_resp-2019-01018.pdf].

Event description:
Reportedly, on (B)(6) 2019 the patient was admitted with a complete heart block without evidence of pacing spikes. The device could not be interrogated. It was decided to explant the subject pacemaker, implanted on (B)(6) 2011. During the re-intervention, it was observed that the connector block of the device was detached from the pulse generator.